Manufacturer narrative:
Samples from this patient were requested and internal investigations indicated the discrepant results are due to improper sample handling. For medical device reporting purposes this event is considered closed.

Event description:
Three samples from the same patient were tested using the troponin ultra assay on the advia centaur and all 3 had elevated doses. When the samples were diluted they were tested as negative. The samples were re-tested on a different lot of the troponin ultra assay and all 3 samples tested positive again. There is no further impact to patient management reported.